Event description:
Implant failed.

Manufacturer narrative:
The implant was returned for evaluation and found to meet specifications. A review of the medical history indicated that the implant was removed the same day it was placed. The removal was due to the poor quality of bone (cancellous/poor) and the fact that a nerve was impacted as a result of the surgery and implant placement. The implant is not believed to be the cause of failure.